Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm at heartlands hospital with gore® excluder® aaa endoprostheses. On (B)(6) 2015, the patient admitted to queen elizabeth hospital due to a rupture of the abdominal aorta related with a proximal type I endoleak. The computed tomography scan showed a leak extending down the left side of the gore® excluder® aaa endoprosthesis featuring c3® delivery system ( rlt311413/ 12673517). The physician attempted to insert a gore® dryseal sheath (dsl1828/ 13128977) into the left groin, but it would only go in approximately 10cm due to tortuosity of the left external iliac artery. A decision was made to insert an aortic extender component (pla320400/13122725) through the sheath and bareback it the rest of the way, as the physician wanted to treat the endoleak as quickly as possible. When this was attempted, the aortic extender could not reach the desired position, as the sheath wasn¿t far enough in. Attempts were made to advance the sheath further, but this was unsuccessful. Attempts were made to remove the device, by slowly retracting it, but it was catching the end of the sheath. The sheath was moved backward to a straighter section of the iliac artery and attempts were made to get the endoprosthesis back in the sheath. At this point it was noted that the device unintentionally deployed in the external iliac artery and the leading olive had detached from the catheter. A second sheath was then inserted into the right femoral artery and this was advanced with some difficulty to above the aortic bifurcation into the body of the existing rlt311413/ 12673517 device. An angiography was performed and the position of the renal arteries marked. The renal arteries were approximately 1.5 to 2cm above the top of the trunk, with the left renal artery lowest. It was also noted that contrast was leaking into the sac inferior and left of the proximal end of the trunk. A second aortic extender component (pla320400/11897436) was then advanced through the sheath on the right and positioned approximately 1cm above the top of the main body and deployed. This was then ballooned and an angiography performed. The endoleak was still present, so the extender was ballooned, but the leak still persisted on follow up angiography. The renal arteries were marked again and the additional pla280300/12597259 was then advanced to a position approximately 1cm above the pla320400 and deployed. This was ballooned and an angiography performed. The leak had diminished, but had not completely resolved. The extender was ballooned again, but a slight leak was still present on performing another angiography. It was then decided by the physician to focus on removing the detached olive from the left iliac artery. When the stiff guidewire was removed from the left iliac artery, the leading olive came out with it and the aortic extender had expanded further and ruptured the left external iliac artery. A viabahn device was inserted through the extender and deployed, sealing off the traumatized section of the external iliac artery. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also was involved pla320400/13122725. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm rupture. Additionally, the IFU states the access vessel should be of adequate size and appropriate tortuosity of the insertion of the introducer sheath. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient may result. Additionally, the IFU states: adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). The reported event (olive separation) could not be confirmed because the device was not returned.